Event description:
It was reported that noise was observed on the right ventricular channel. It was further reported that a fracture or lead insulation issue is suspected by the physician. The lead remains in use and is being evaluated. No patient complications have been reported as a result of this event.

Event description:
It was reported that noise was observed on the right ventricular channel. It was further reported that a fracture or lead insulation issue is suspected by the physician. The lead remains in use and is being evaluated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis noted that patient alerts for lead failure predictor occurred on (B)(6) 2009 and (B)(6) 2010. Ventricular non-sustained tachycardia less than or equal to 210 milliseconds (ms) occurred between (B)(6) 2010 and (B)(6) 2012. Ventricular fibrillation less than or equal to 210 ms average ventricular cycle occurred between (B)(6) 2009 and (B)(6) 2010. Ventricular short interval counts occurred between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information received reported the lead was removed and replaced. No patient complications have been reported as a result of this event. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.